Event description:
A male outpatient was undergoing a balloon catheter dilatation procedure when the balloon was inflated at 10atm, the pt's right ureter ruptured. The procedure was aborted and a 6 x 26 stent was placed. A pin hole was noted in the balloon.